Manufacturer narrative:
Concomitant medical products: w4tr02 crtp, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant the patient was experiencing phrenic nerve and diaphragmatic stimulation from their left ventricular (lv) lead. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.